Event description:
During a procedure the end of the pks needle shaft melted, approximately 10-15mm of the shaft cover melted while in use inside the pt. All parts were recovered from the abdomen laparoscopically with no pt harm.

Manufacturer narrative:
At the time of this report, multiple attempts to obtain further info from the hosp have been unsuccessful, and the device has not yet been returned for eval. As a result, a determination cannot be made at this time. If further info becomes available, gyrus, acmi will continue the investigation and update the agency accordingly.